Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the generator was installed on 20 september 2019 and the generator was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The generator was received in overall good physical condition. The display was found to be static during functional testing. The coil temperature reading was randomly jumping up to 315 degrees c with no load on the device. Based on the analysis results, the as reported event of error codes 470 delivery device temperature excessive and 245 high temperature (prime) was confirmed. The display cables, master control unit (mcu) board and delivery device cable were replaced. All the required updates were performed on the generator. The generator passed full functional and electrical safety testing. The generator works properly according to manufacturer specifications. Based on the analysis findings, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 470 and 245 appeared on the generator screen. The patient was under anesthesia when the issue occurred. The procedure was not completed due to this event. There were no complications to the patient occurred due to this event.

Event description:
It was reported that error 470 and 245 appeared on the generator screen. The patient was under anesthesia when the issue occurred. The procedure was not completed due to this event. There were no complications to the patient occurred due to this event.